Event description:
It was reported when the patient presented in clinic for a routine follow-up, the patient¿s device went into backup operation while attempting to do a cybersecurity update. The clinician attempted to make the upgrade for the second time but it was unsuccessful and backup was triggered. The backup pulse configuration did result in the patient experiencing symptoms of muscle stimulation. A device download was performed successfully to restore device functions. No further information is available at this time.